Event description:
Allergan aesthetics received a report of a patient treated the abdomen and flanks with coolsculpting developed recurring paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6)2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated the abdomen and flanks with coolsculpting developed recurring paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the abdomen and flanks with coolsculpting may have developed recurring paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/18/2023. Related report numbers: this record relates to the initial report of ph.

Event description:
Liposuction of abdomen and bilateral flanks was performed on (B)(6) 2019 with vaser. Power assisted liposuction of the abdomen, breasts, and flanks" was performed on (B)(6) 2020. Pain medication prescribed for post surgery.